Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-32993.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-32993. It was reported the patient' scs system was explanted and replaced. Reportedly, the patient fell and the scs system lead broke. Effective stimulation therapy was reportedly restored and the issue resolved.